Manufacturer narrative:
The k electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
We received an allegation of questionable ise results for 1 patient serum sample tested on a cobas pro ise analytical unit when compared to a different cobas pro ise analytical unit. Results for the potassium (k) test were affected. Initial result: 1.8 mmol/l. The customer questioned the initial result. No questionable result was reported outside the laboratory and the sample was repeated. Repeat result: 3.8 mmol/l (tested on another cobas pro). The repeat result was deemed to be correct.

Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. The field service engineer found that the ise electrode needed more conditioning and a daily double green wash rack. Precision studies were performed and they were within specifications. The customer performed calibration and qc and they were acceptable. The service actions resolved the issue. No further issues were reported afterward.